Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (30 mg/ml; dose not reported) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 the patient presented to the ER (emergency room) with an altered mental status/non-verbal; she had stroke-like symptoms. It was thought she was having a possible overdose. The ER hcp (healthcare professional) wanted the pump interrogated and assistance with possibly stopping the pump. Additional information was received from a consumer via a company representative later the same day and it was reported that on (B)(6) 2016 the patient felt ill and fell and lost consciousness. The patient went to the ER because an overdose was feared. The pump was turned down to minimum rate (.191 mg/day). It was unknown by the reporter what the next course of action was and if the issue was resolved. The patient's husband shared that the patient had had a csf (cerebrospinal fluid) leak that was treated (B)(6) 2016. The troubleshooting performed related to the csf leak, the diagnostics performed related to the suspected overdose, confirmation of an overdose, the cause of the csf leak and suspected overdose, the actions/interventions taken to resolve the csf leak, the onset date of symptoms related to the csf leak, and resolution of the csf leak and suspected overdose were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.